Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has had difficulty hearing the alarms on the pump. The customer's blood glucose (bg) has been impacted (498-over 600 mg/dl). The high bgs were treated. Tandem customer technical support (cts) had the customer check the volume level and it was confirmed to be on "high". During the most recent incident, the customer had the pump under the bed covers. Cts suggested to the customer that the pump be worn in a location where the customer could best hear the alarms.